Event description:
Customer called to report air bubbles in the reservoir. Blood glucose reading was 89 mg/dl at night. The blood glucose reading went up to 329 mg/dl in the morning. The size of the air bubbles were small and they occurred at the top and bottom of the reservoir. Troubleshooting was performed. The cannula on the infusion set was bent. Air bubbles persisted after the infusion set was changed. Advised that the infusion set will be replaced. The reservoir and infusion sets will be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.